Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the side port disconnected during use. It was reported that during mapping with pentaray navigation catheter the side port disconnected during use. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was changed due to inability to perfuse. After that, there was no problem. The issue occurred during use on the patient. No air entered the patient¿s body. No blood return was observed.

Manufacturer narrative:
On 3-aug-2023, additional information was received indicating an nrg needle was used in the case. On 18-aug-2023, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the side port disconnected during use. It was reported that during mapping with pentaray navigation catheter the side port disconnected during use. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was changed due to inability to perfuse. After that, there was no problem. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that the side port was detached from its place, and bent marks were detected in the shaft near to handle and between electrodes 3 and 4. For this type of failure mode with the side port, an external manufacturing investigation was requested, and it was concluded that the glue bond between the tube and hub was inadequate, and this could have been the result of either insufficient glue application or the result of improper curing of the ultraviolet (uv) glue. An internal corrective action that is being followed to address and reduce this failure mode. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The root cause of the bent marks observed in the shaft could be related to the excessive force or manipulation of the device during the procedure; however, this can not be conclusively determined. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: fracture problem (c070603) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: valve(s) (g04135) were selected as related to broken side port issue. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15)/ component code: rod/shaft (g04112) were selected as related to the bent marks detected in the shaft. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).